Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet bionic pancreas, with the lowest blood glucose of 58 mg/dl and device low-glucose alerts. The user sought assistance for setting adjustments and was provided troubleshooting and education, including referral for additional training. Investigation included product-use review, and education. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. Symptoms included perioral tingling, numbness, and wooziness consistent with hypoglycemia. Outcomes included self-treatment with oral glucose sources, without need for medical intervention. It was concluded that the event was user-manageable hypoglycemia with cause undetermined and continued monitoring and education were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.